Event description:
This incident happened in another country. It was reported that gyn physician was using a lumenis compact co2 laser, model 20c, to treat a pt. It wasn't working to the doctor's satisfaction, she he decided to use an electrical knife instead. He placed the 20c around the surgery table but suddenly pt's drape caught on fire. The pt was badly burned. Pt received skin grafts.

Manufacturer narrative:
Lumenis evaluated the 20c and reported the investigation details were normal. After further dialogue, lumenis discovered that no one had actually witnessed the reported automatic firing of the laser, it was just assumed it had occurred. Lumenis customer engineers were unable to duplicate the reported automatic firing of the laser.